Event description:
Per the clinic, it was reported that the patient developed an infection near the implant site. It is unknown whether treatment has been administered, as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019. The patient was not re-implanted, as of the date of this report.